Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a system explant. The patient requested system explant due to personal preference. The scs system was confirmed to be performing as intended, with no allegations of device deficiency.